Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). There is no expiration and manufacturing date information available at this time.

Event description:
After the surgeon inserted the reported anchor during a hamstring ischial tuberosity, he had difficulty with pulling out an inserter. Then, he twisted it to remove . But the tip of the inserter with the anchor was cut off, and it remained in the bone. So, he left the chipped part in the bone, fixed another anchor to a different area, and completed the surgery. The incident may be attributed to hardness of the cortical bone because the surgeon had to forcibly insert the implant and the inserter. This struggle might have caused a screw (connecting the implant and the inserter) to become crushed and stuck between them. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and inspected. The distal tip of the inserter which holds the anchor is completely broken off and deformed. Per IFU, when versalok is used in hard bone, an awl should be used to prep the bone hole prior to inserting the anchor. From past investigations, it was noted that using the versalok directly in hard bone would require excess force causing the inserter to bend. The returned device indicates the above cause may have contributed to the failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
After the surgeon inserted the reported anchor during a hamstring ischial tuberosity, he had difficulty with pulling out an inserter. Then, he twisted it to remove. But the tip of the inserter with the anchor was cut off, and it remained in the bone. So, he left the chipped part in the bone, fixed another anchor to a different area, and completed the surgery. The incident may be attributed to hardness of the cortical bone because the surgeon had to forcibly insert the implant and the inserter. This struggle might have caused a screw (connecting the implant and the inserter) to become crushed and stuck between them. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case.